Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. When mmdg followed up with the initial reporter, they stated that they would not be returning the pump to mmdg for investigation.

Event description:
The initial reporter stated that the pump would not prime. They stated that they are using the bags for longer than 24 hours. The bags are not labeled for use longer than 24 hours. They state that they pump is "supposed to go for 2 hours and 30 minutes into feeding the pump stops". They did not state if the pump alarmed or not. They also did not state if the pump seems to be infusing at the correct rate or if it is over infusing. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. [(B)(4)].